Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she recalls sweating a lot because she was lying down on the pump. Customer stated that the pump could have been exposed to sweat. Customer's blood glucose was 50 mg/dl. Customer's current blood glucose was 200 mg/dl. Customer had been experiencing low blood glucose on the same day. Customer treated with chocolate. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.